Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system generated suppressed results and displayed "blank absorbance low" (bl asb lo) and "out of instrument range low" (oir lo) errors for blood urea nitrogen (bun), iron (fe), apolipoprotein b (apob), aspartate aminotransferase (ast) and alanine aminotransferase (alt) for quality controls and some patient results. Customer also stated that the instrument displayed messages indicating that the cartridge chemistry cuvettes were not dry. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to replace and then align the cuvette wiper, during which customer found drops of liquid in multiple cuvettes. After further troubleshooting, the cts scheduled an onsite service visit. The field service engineer (fse) inspected the instrument and found that the tube fitting on top of reagent probe b was loose. The fse also found that the reagent syringe at the t-valve was also loose. The fse replaced the reagent syringe and the t-valve. Finally, the fse successfully performed chemistry precision runs and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer refused to fax patient data, but confirmed that the erroneous results were not reported outside the laboratory; therefore, patient treatment was not affected.